Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to emergency room on (B)(6) 2019. It was reported that the customer stated that the insulin pump had blank display. Troubleshooting was performed. It was reported that the display did not return and remained blank. Product is not expected to return.